Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
The product ID and lot number were not provided. As a result, the UDI could not be identified. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We are unable to associate this reported issue to an open CAPA due to no photo or sample received for evaluation. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reports: whilst delivering training at (B)(6) hospital, I was advised that there has been an increased request for training with t.e.d. Anti-embolism stockings following an event at (B)(6). I was informed that a patient developed leg wounds (described as blistering on the legs) after being given incorrectly sized t.e.d. Anti-embolism stockings. I am not currently aware of any further details, including stocking style, size or length. Per additional information received on 11/18/2025, the event occurred approximately 18 months ago and involved an elderly female patient between 70-80 years old. It was confirmed that the event and subsequent skin damage, had nothing to do with the t.e.d. Anti-embolism stockings, and confirmed that the reason for the skin damage was due to communication, patient education and patient compliance. The patient had a hip arthroplasty and had short, thick legs. The legs were incorrectly measured and post surgery, a nurse found the stockings to be too long and too tight. The stockings were removed, and the patient was discharged however the patient became weary of developing a blood clot so the nurse gave the patient 2 pairs of ted stockings. The patient went home and continued to wear the stockings, against the original advice from the consultant, and developed blisters. The blisters burst and the patient returned to hospital where they were admitted to hospital. (B)(6) informed me that the communication between the consultant and the discharge nurse was lacking, and the communication and education between the nurse and the patient was also lacking. The (B)(6) hospital organization (a private hospital organization in the UK with many hospital sites) have now updated their training package with ted stockings and conduct modular training every 3 months.